Manufacturer narrative:
Correction section e4; radiobutton selected incorrectly; complaint as received via medwatch and initial reporter had the event reported to the FDA.

Event description:
New information received notes the patient's left ventricular (lv) lead exhibited loss of capture due the lead dislodgment. The lv lead dislodgment was confirmed via a chest x - ray imaging. The patient was in stable condition throughout.

Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, a complete lead was returned on two pieces. Visual inspections, x-ray examination and electrical testing found no conductor fractures or internal shorts and found no any other anomalies.

Event description:
Voluntary medwatch received states that the patient's left ventricular (lv) lead was not functioning well per physician and dislodged. The lv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Voluntary medwatch report received: (B)(4).